Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and chest discomfort. Upon interrogation, a pacing failure of no capture was identified and a lead dislodgement and perforation were suspected. The lead was programmed off. It was decided to explant the right ventricular (rv) lead. During the explant procedure, an attempt to repair the perforated myocardium was made but severe bleeding ensued. A medial incision was made in the chest and percutaneous cardiopulmonary support was used. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.